Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial port was plugged at implant, but atrial lead alerts were not turned off. One day post-implant the device alerted due to out of range atrial pacing impedance. A few days later, the device alerted again for out of range rv (right ventricular) and svc (superior vena cava) coil impedances. Repeated measurements were jumping around. The device and rv lead remain in use. No patient complications have been reported as a result of this event.